Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer was not able to turn the insulin pump on. Customer was oriented to clean the battery compartment and noticed damaged spring. Customer was oriented to send pictures of the insulin pump and damaged part. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.